Event description:
It was reported the patient¿s pump was empty since 10 days ago. It was stated the patient was dismissed by their health care provider (hcp) who refused to fill it one last time. The pump was used to deliver morphine and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).